Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a leak between blue calve connection and tubing set while infusing epinephrine to a patient in the pnatl. There was no harm.